Manufacturer narrative:
Analysis of the returned device shows that during visual analysis the shape of the balloon indicate that it has never been inflated or used. The balloon is still folded. It seems also that the inner shaft of the balloon is full of dried particles of contrast media. During functional analysis it was easily possible to inject water in the balloon with a locking syringe, that indicates that the ibt is not blocked. An inflation syringe was used to inflate the balloon to the miv of 6cc. No leak or hole detected. Based on the information provided, visual and functional analysis, the ibt is working as intended. The most probable root cause of the balloon that cannot be inflated is due to a user error that has tried to inflate the balloon from the wrong side of the y-adaptor. The user has probably tried to inflate the balloon from the stylet side of the y-adaptor instead of the valve side.

Event description:
It was reported that a patient underwent an unknown kyphoplasty procedure, during the procedure, it was reported that during the pro cedure there was inflation difficulty with the balloons, both balloons appeared to leak. New balloons were used to complete the procedure.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.